Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No moisture damage on the electronics and motor noted. The pump was tested with a liquid filled reservoir and no air bubble anomaly was noted. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker. The pump had no worn/faded address/serial number label noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 513 mg/dl at the time of incident. The customer's blood glucose was 513 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find setting issues. The customer stated that the insulin pump had scratch on the screen and has issue reading it. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.